Manufacturer narrative:
Correction: device evaluation: one sample was received for evaluation, and the reported condition of pilot balloon separation was confirmed. A visual inspection was performed, and it was observed the pilot balloon is missing and was not received, an inspection to the inflation line revealed it has an uneven edge. The device history record was reviewed, and no discrepancies related with the reported condition were found. The reported condition is not confirmed as related with the manufacturing process. Manufacturing controls are in place to detect pilot balloon defects and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that according to the reporter the pilot balloon valve broke during cuff testing. The customer reported that there was no patient involved.